Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This issue was previously reported under MDR number 3002809144-2021-00532 under a different suspect device.

Event description:
The customer observed a falsely elevated alinity c magnesium result for one sample generated on instrument serial number (B)(4). The following data was provided: sid (B)(6), initial result = 0.74 mmol/l, repeat on the same instrument = 0.5 mmol/l. No impact to patient management was reported.

Event description:
The customer observed a falsely elevated alinity c magnesium result for one sample generated on instrument serial number ac03148. The following data was provided:sid cb269396 initial result = 0.74 mmol/l, repeat on the same instrument = 0.5 mmol/l no impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument, replaced multiple parts, and performance maintenance procedures which resolve the issue. An instrument service history review revealed no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the alinity c did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity c processing module for serial ac03148 was identified.